Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the device tore up the graft. The event occurred during surgery. There was no harm, but it was unknown if there was a delay in the event. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 13 may 2019, the device was noted to have been previously repaired three times, the last repair being for the device being broken reported on 5 march 2015. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported from (B)(6) that a mesher tore up a graft. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 21 may 2019 noted that the pre-test calibration and test cut could not be taken due to a bent comb. The roller, gear and shoulder bolts also were found to have visible damage. Repair of the mesher occurred the same day and involved replacing the comb, roller, gear, the shoulders bolts, washers, and the left and right hinges. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019. While the service technician found that the comb was bent, which would interfere with the skin feeding through the device and potentially lead for it to tear the skin, it cannot be determined from the information provided as to what caused the damage to the comb. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.